Event description:
It was reported to philips that the system did not bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer inspected the system remotely and found the reported problem. Upon inspection, the fse confirmed that the host pc powered on, but the hdd showed no activity and failed to boot. To resolve the problem, fse replaced the host pc and uploaded the license file and return the part for further analysis and the main suspected failed component host pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve that, philips has initiated a medical device correction (z-1151-2024). After the replacement of the host pc and implanting correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.